Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have software program issue and low blood glucose. Customer's blood glucose was 43 mg/dl. No troubleshooting was performed on low blood glucose. Customer will not be returning the device for analysis.